Event description:
It was reported that the user repeatedly received alert 32 ¿unable to proceed¿ when attempting to run a dry run and when selecting ¿change cartridge and tubing,¿ and the issue persisted after a restart of the ilet; an overnight replacement device was arranged, and the system was used with a dexcom g7. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery workflow requiring device replacement. Investigation included customer troubleshooting with restart and guided dry run attempts. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.